Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The battery were replaced and the battery charger enclosure were replaced. The imaging system then passed the system checkout and was found to be fully functional. The batteries were discarded by the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that there was an individual battery error on the mobile view station (mvs) monitor. The analysis from error log resulted: battery trays and battery charger enclosure must be replaced. There was no patient present when this issue was identified.